Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause could not be determined at this time. The event can be detected/prevented by indicated phenomenon can be prevented by adhering to the instructions for use that state: "warning ¿ do not strike or drop the tip of the endoscope, soft part, curved part, operating part, universal code, or scope port. Do not bend, pull or twist the cable with a strong force. Damage to the device may result in injury to the body cavity, burns, bleeding, perforation, or dislodgement of parts. Olympus supplies are not applicable because they are defects that were found at the time of inspection of the supplies. Do not implement this because it is not a product with a logging function." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope's adhesive portion of the tip probe fixing screw is peeling. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: insufficient angle, missing sound line, corrosion inside the operating part, light guide corrugated tube operation side, switch button 3 rubber scratch, switch box scratches, light guide serpentine buckling, air/water cylinder paint peeling, light guide lens scratches, light guide lens cloudiness, light guide lens adhesive peeling, acoustic lens peeling, bending section adhesive part float, chipping and cracks of bending section bond, image guide: corrugated tube buckling, serpentine wrinkles, snake tube scratch, acoustic lens scratches, scope spacer characters disappeared, scope cover scratch, objective lens scratches, protector of universal cord on control section side has a scratch, control unit has corrosion due to water leakage, due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements, and peeling of objective lens adhesive. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.